Event description:
Patient claims she experienced a major asthmatic attack after treatment with contrast spray chairside and required a trip to the hospital.

Manufacturer narrative:
Complaint was investigated and clinician indicated that the patient was not experiencing any symptoms when she left the office and appeared to be fine. She never reported that she had asthma during her medical exam. Patient was heavy set that also might cause difficulties breathing. Patient is reported to have fully recovered. The product msds includes information regarding the contents as well as respiratory precautions.